Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A nurse reported a peritoneal dialysis (pd) patient in his 70s was diagnosed with peritonitis in the month of (B)(6) 2015. The nurse reported the patient experienced abdominal pain, fullness and gas attributed to the peritonitis. The peritonitis was thought to be contributed to touch contamination. The patient was treated and has been subsequently released. The patient has been able to resume cycler-based treatment. Medical records have been requested.

Manufacturer narrative:
Upon follow-up with the patient's nurse, it was discovered this event was reported in error. The pdrn stated the patient had not been on any fresenius products prior to being diagnosed with peritonitis. She stated the complaint should be retracted. The patient was using another product; and the pdrn would not offer further information. There will be no further follow-up for this report.